Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: test finishing date:2023/11/06. Sampling from: air/water channel. Cfu: unk. Bacteria identification: lysinibacillus massiliensis. Sampling from: auxiliary water channel. Cfu: n/a. Bacteria identification: no growth. Sampling from: insertion section. Cfu: unk. Bacteria identification: bacillus siamensis. Sampling from: instrument/suction channel. Cfu: unk. Bacteria identification: staphylococcus epidermidis. Results of the device evaluation could not confirm the bacteria results reported by the customer, as no lab reports were provided. Growth of bacteria was confirmed by third party testing requested by olympus, however, the bacteria growth confirmed was different than that which was reported by the customer. Additionally, the devices evaluation identified damage/scratches in the forceps channel and deformation of the suction channel. The investigation also noted that, though a common practice, and in compliance with the device IFU, the use of an enzymatic detergent during reprocessing, as it is known that non-enzymatic cleaners are more efficient at log reduction of bacterial cells as well as removal of biofilm. Therefore, the issue appears to be a case of compounding scope damage over time, in conjunction with an enzymatic detergent which may have aided in the adhesion of bacteria to scope surfaces and protecting bacteria from the disinfection phase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the issue could not be determined, however, the observed growth of microorganisms were likely the result of insufficient device cleaning/reprocessing due to the observed device damage and possibly compounded by the use of an enzymatic cleaner. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The customer reported no patient infection occurred. The device was used on a patient with known infection of klebsiella variicola on (B)(6) 2023. The device has been high level disinfected 6 times, without being used on a patient in between testing, and still tested positive on 22 sept 2023 for klebsiella variicola. On 25 sept 2023 and 28 sept 2023, the device tested positive for pseudomonas. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The endoscope lumens were cultured using sterile water, and the distal tip was brushed. Microorganisms were detected in the culture of the sterile water that was passed through scope lumen. The device went through high level disinfection twice on 21 sept 2023, twice on 25 sept 2023, and twice on 28 sept 2023. Channel check testing was performed on both the instrument channel and auxiliary port, and both passed. The scope was not ethylene oxide sterilized. The cleaning solutions used were: revital-ox detergent ref# (B)(4), steris (manufacturer) and cidex ortho-phthalaldehyde hld ref# (B)(4), asp-advanced sterilization products services (manufacturer). Minimum concentration was checked every time, before each cycle was started. The automatic endoscope reprocessor used was model dsd-201 steris. The endoscope channel was being brushed during manual cleaning using a single use olympus brush, ref# (B)(4). Pre-cleaning was performed immediately after a procedure. Pre cleaning steps performed were per the olympus instructions for use (IFU), using a freshly prepared enzymatic detergent solution. The endoscope was leak tested prior to manual cleaning. The leak tester used was a veriscan lt leak tester, steris. There were no problems noted with the automatic endoscope reprocessor (aer). The last preventative maintenance for the aer was in (B)(6)2022. The last reprocessing in-service conducted by an olympus endoscopy employee was in (B)(6) 2023. There was no change in the facilities reprocessing personnel since the last on-site visit by an olympus endoscopic support specialist. All reprocessing personnel were trained in how to properly reprocess an endoscope. The endoscope was stored in a scope drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.